Event description:
It was reported that the device lock was broken. During physical inspection, it was found that the downstream occlusion seal was broken and contaminated. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a broken and contaminated downstream occlusion seal. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to the latch lock. As a result, the downstream occlusion sensor and seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.